Event description:
Patient underwent procedure for maxillary down fracture and advancement for upper jaw and sagittal split osteotomy for lower jaw. Approximately six weeks post operatively, an x-ray revealed a broken plate on the lower jaw. One of the segments of the mandible rotated and had a malunion. The patient was healed, but was healed in an incorrect position of the lower jaw. The surgeon performed an osteotomy and reset the lower jaw. The hardware was removed and replaced.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned.